Manufacturer narrative:
383069 lead, implanted (B)(6) 2019; 5076-45 lead, implanted (B)(6) 2009; t510c29 tissue valve implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The original source of the infection was noted to be in the device pocket. The cardiac resynchronization therapy defibrillator (crt-d) device, right atrial (ra) and right ventricular (rv) his bundle leads were explanted. The right ventricular (rv) and epicardial leads were partially explanted. A new implantable pulse generator (ipg) system was implanted. No further patient complications have been reported as a result of this event.